Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. No status indicator flashing.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). The device records 6 manual power ups between the (B)(6) 2016, the longest of which lasts 16 seconds duration. As the device passed out qat on the (B)(6) 2007 and the first log entry was on the (B)(6) 2016 this would indicate that the user accessible memory erased prior to the first log entry. Investigation found the reported fault can be attributed to the failure of a diode component which resulted in the device failing to power on using the on/off button. This would have also led to premature depletion of an installed pad-pak. The fault could not be replicated with a new diode component. Furthermore there was a slight fluctuation observed on the pogo-pins however this did not affect the devices ability to deliver therapy. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use, which is why the "unknown" box has been checked in this report.